Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a suturing procedure, the inserter tip fractured during implantation of the anchor into the patient's burr hole. The tip of this product was successfully recovered from the patient, and an alternate product was used to complete the surgery. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6. The complaint sample was evaluated, and the reported event was confirmed. A visual evaluation was completed, and the device was found to be fractured. The device was submitted for further analysis. Fracture analysis has previously been conducted, in which bending overload was identified as the mode of failure. The device history record was reviewed, and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.